Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) required a lot of unexpected and unanticipated additional medical care, post s-ICD implant. It was noted that this patient developed a large hemangioma which reopened their stitches. The patient experienced tingling in their left arm and hand, which continues. This patient had several urgent care and electrophysiologist due to the complications. This s-ICD remains in service. No adverse patient effects were reported.